Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was frequently unresponsive and intermittently requires multiple presses to activate pump display. Customer confirmed pump display turned on when plugged into a power source. The customer reported that the button is "offset", making it difficult to press. Customer¿s blood glucose was 201 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.